Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently have a black screen at boot-up. The device would then power cycle several times by itself. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is indicative of a device lockup. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would intermittently have a black screen at boot-up. The device would then power cycle several times by itself. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is indicative of a device lockup. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the user interface pcb assembly and the user interface to stack flex cable assembly (w18). Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently have a black screen at boot-up. The device would then power cycle several times by itself. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is indicative of a device lockup. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.